Event description:
It was reported to philips that there was an issue with the frame grabber card in the flexvision computer, which can impact a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.